Event description:
It was reported that during surgery, the claw allegedly did not close properly.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Review of the device history records indicates the lot was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The device can be easily opened and closed through its full range of motion. The threaded locking knob moves smoothly along the threaded rod. Slight resistance was encountered at some of the deformations noted on the threaded rod however the overall function of the device was not impacted. The event was not confirmed. The root cause of the reported event determined because inspection of the returned device could not confirm the event. Minor damages consistent with normal use were noted on the returned device however the device functioned normally. No further investigation for this event is possible at this time as insufficient information was received by stryker

Event description:
It was reported that during surgery the claw allegedly did not close properly.